Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on jun 21, 2016, omsc confirmed that the tissue pad was worn and partially peeled. The tissue pad was partially torn but there was no lack of the tissue pad. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the errors occurred due to the output while the while blood or saline is attached. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: if an error is generated due to the start of output while blood or saline is attached, remove it with gauze.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic anterior resection. After 30 minutes of use, seal and cut short circuit error occurred. As the error occurred again while proceeded to use the subject device, the subject device was replaced. The tissue pad became peeled partially and curled. The procedure was completed with the same another device. There were no patient injury reported.